Event description:
A surgeon reported an intraocular lens (iol) was replaced due to the pt experiencing intolerable prismatic effects from overhead lights.

Event description:
Surgeon provided additional information stating that the outcome of the event was excellent and the pt is pleased with pt's visual acuity va).